Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient had excruciating pains bilaterally immediately following the procedure and bleeding from both port sides 1.50 hours following surgery resulting in very bad bruising and a very heavy haematoma. The patient reported nerve damage in the ilio inguinal region with pain radiating down and inside the left thigh. The patient has difficulty walking, climbing stairs, walking uphill, riding a bike, moving her legs in a cycling motion, bending leg lifts, stretching out her legs lying down, lifting and stretching forward. The patient also reports urge incontinence, auto immune reactions, constant nausea and dizziness, painful intercourse, pain in her pubic bone, and poor wound healing with the left scar remaining red and painful. The patient has undergone a cyst removal from the left side port and medical tests which show a risk of erosion into the vagina and that the tape can be felt very close to the vaginal wall. No further information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.